Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6; h10. D4: attempts have been made to gather all product identification information and no further information has been provided. H6: proposed component code: mechanical (g04)- stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Radiographs were provided. Review identified the following: severe polyethylene liner wear and extensive osteolysis of the left hip arthroplasty. Prominent lateral heterotopic ossification. A definitive root cause cannot be determined for all the reported issues except for heterotopic ossification. No problem was found with the stem after review by a hcp in regard to the heterotopic ossification. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4) the customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient is being considered for a hip revision for unknown reasons. Attempts have been made and no further information has been provided.